Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial reporter with the following: it was reported by customer that occlusion and filter blocked.

Manufacturer narrative:
The customer reported the filter occluded after 75 minutes of infusion, and returned one used sample of material 10011865, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the infusion had no issues. The complaint of occlusion was unable to be verified. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified without a replicated failure. There is a potential for the failure to be related to clinical practice. A member of our clinical solutions team was notified of the failure.